Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, d4, g4, g7. Additional: h1, h2, h3, h6, h10. D4 UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: natural tibia cemented 5 degree stemmed; p/n: 42532007101, l/n: 64099608. Articular surface fixed bearing posterior; p/n: 42511400710, l/n: 64115603. Femur cemented posterior stabilized; p/n: 42500006201, l/n: 64137051. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a revision procedure seven (7) months post-implantation due to tibial loosening. No additional patient consequences were reported.